Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. Customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Customer declined to provide further details and declined to further troubleshoot with tandem technical support. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.